Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy surgeon started firing on the pulmonary vein with the first reload the firing was stopped halfway. The surgeon noted that the stapling was almost completed and removed the device from the tissue. Then the surgeon started firing to the bronchi with the second reload, however the firing was stopped halfway. The surgeon removed the device from the tissue. There was no damage to the tissue. The case was completed by using another device. No patient injury.